Event description:
The patient presented in the emergency room due to an episode of syncope. Upon investigation, episodes of noise resulting in oversensing an inappropriate mode switch were observed on the device. The noise was able to be reproduced via provocative testing. The physician elected to explant and replace the device and cap and replace the right ventricular (rv) lead to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of over-sensing, noise, and pacing problem were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further sensitivity evaluation measured at most sensitivity settings found sensing parameters within normal range and noise was not detected. Additionally, visual inspection of the header and connector did not observe contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.